Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in japan. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2026. Because the cannula was bent. The insertion site was the abdomen. The blood glucose level was 450mg/dl, and the patient was treated with pen type insulin injection. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.